Event description:
It was reported that the bronchovideoscope loses video display during articulation. It is unknown when the event was found. There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a black and noisy image was observed during angulation, which is indicative of a damaged charged coupled device (ccd). A definitive root cause could not be established; however, it is likely attributed to component damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.